Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a hip labral repair procedure the anchor insertion steps and passing were preformed as the technique guide describes. The repair suture was passed successfully through the splice. However,when tension was pulled on the repair suture it would not advance past a certain point, leaving a large amount of slack. Surgeon pulled with extreme force and the repair suture still would not advance. Surgeon was forced to cut out the anchors and replace with regular ar-3600h, fibertaks, tying knots. This occurred with a quantity of 1. Additional information obtained 6/4/20: the anchors were resected with an open suture cutter through the same portal of insertion. The anchor body remained in the patient. Instruments used for bone prep: round burr to create a bed for the acetabular labrum footprint and an ar-3638dhc knotless hip fibertak insertion kit (curved) with a 1.8 flexible drill. Bone quality was good. It was a young patient with healthy bone.